Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that the normal settings for the laser were used but the laser could not shoot to the stromal layer which caused bubbles to interfere with the laser and an incomplete flap occurred. The surgeon could not continue to open the flap so the procedure was canceled. The patient will be seen at a later date for assessment and retreatment.

Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that the patient went back to his country and will not be seen in follow up.